Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asystole episodes were observed which were not physiological. These episodes were false and there was inappropriate measurement by the device. Patient will continue to be monitored.